Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measured helix extension length was within specification. The reported events of loss of capture, far p oversensing, high defibrillation impedance and r wave amp variation were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
Related manufacturer report number: 2017865-2023-13282 during follow-up, decreased sensing, loss of capture, increased pacing and defibrillation impedance, and far p wave-oversensing were observed on the right atrial (ra) and right ventricular (rv) lead. The patient is not pacing dependent. X-ray imaging was performed and revealed ra and rv lead dislodgement due to twiddler syndrome. The event was resolved by explanting and replacing the ra and rv leads. The patient was in stable condition and experienced no consequences.